Manufacturer narrative:
Additional information to b5 and b6. B5: upon follow up, it was reported that the antibiotic treatment was discontinued thirteen days after the event onset. At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 07/20/2021.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for this event. On the same day as the onset, the patient was treated with vancomycin injection (1gm, route, frequency and duration were not reported) for this event. Three days before the onset of event, the patient was treated with meropenem injection (1gm for 14 days, route and frequency were not reported) both ongoing for this event. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.